Manufacturer narrative:
The evaluation revealed the captive screw of the talar m/l cut guide to be the primary product. A review of the DHR was not possible due to missing lot code. During investigation no dimensional or functional related issues were found. The screw broke at its head; the screw head was not provided. The captive screw usually is placed within the talar m/l cut guide to secure the cut guide to the datum. The breakage surface showed circumferential lines and cracks at the outer rim, an indication that the screw was overloaded due to torsional forces, most likely during locking the cut guide onto the datum. The thread windings are partly damaged due to cross-threading; it is possible that the screw got jammed on the datum. The IFU warns that instruments can break due to excessive use or force. Because no manufacturer related issues were found the case is attributed to an inadequate usage by the user (user related). Review of complaint history, CAPA databases, risk analysis and labelling did not identify any discrepancies. There are no open actions in place related to the reported event for the subject product. No non-conformity was identified.

Event description:
The screw on the " right, small talar m/l cut guide" (product ref number 908-0270) broke when trying to tighten the cut guide onto the "talar cut guide datum).

Manufacturer narrative:
Once the investigation has been completed any additional information will be reported in a supplemental report.

Event description:
The screw on the " right, small talar m/l cut guide" (product ref number (B)(4)) broke when trying to tighten the cut guide onto the "talar cut guide datum).